Event description:
It was reported an air embolism occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds) and watchman fxd curve access system (was). After the transeptal puncture (tsp) was completed, the patient became hypotensive and atropine was administered. It was observed the hemostasis valve on the was was not completely closed and an air embolism occurred in the left atrium. The patient entered asystole; cardiopulmonary resuscitation (CPR) and rapid pacing were performed and the patient was intubated. After five (5) to seven (7) minutes the patient regained a pulse and the rapid pacing was discontinued. The procedure was completed with the successful implantation of the closure device. The patient remained hospitalized and intubated due to acute hypoxic respiratory failure.

Event description:
It was reported an air embolism occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds) and watchman fxd curve access system (was). After the transeptal puncture (tsp) was completed, the patient became hypotensive and atropine was administered. It was observed the hemostasis valve on the was was not completely closed and an air embolism occurred in the left atrium. The patient entered asystole; cardiopulmonary resuscitation (CPR) and rapid pacing were performed and the patient was intubated. After five (5) to seven (7) minutes the patient regained a pulse and the rapid pacing was discontinued. The procedure was completed with the successful implantation of the closure device. The patient remained hospitalized and intubated due to acute hypoxic respiratory failure. It was further reported that prior to the onset of asystole st changes with transit hear block occurred. In october 2023 the patient was extubated on a high flow nasal cannula and was transferred to hospice care.

Manufacturer narrative:
B5 event description updated. H6 patient code updated.

Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request.

Event description:
It was reported an air embolism occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds) and watchman fxd curve access system (was). After the transeptal puncture (tsp) was completed, the patient became hypotensive and atropine was administered. It was observed the hemostasis valve on the was was not completely closed and an air embolism occurred in the left atrium. The patient entered asystole; cardiopulmonary resuscitation (CPR) and rapid pacing were performed and the patient was intubated. After five (5) to seven (7) minutes the patient regained a pulse and the rapid pacing was discontinued. The procedure was completed with the successful implantation of the closure device. The patient remained hospitalized and intubated due to acute hypoxic respiratory failure. It was further reported that prior to the onset of asystole st changes with transit hear block occurred. In (B)(6) 2023 the patient was extubated on a high flow nasal cannula and was transferred to hospice care.

Manufacturer narrative:
Section b1 adverse event/product problem: added product problem.

Event description:
It was reported an air embolism occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds) and watchman fxd curve access system (was). After the transeptal puncture (tsp) was completed, the patient became hypotensive and atropine was administered. It was observed the hemostasis valve on the was not completely closed and an air embolism occurred in the left atrium. The patient entered asystole; cardiopulmonary resuscitation (CPR) and rapid pacing were performed and the patient was intubated. After five (5) to seven (7) minutes the patient regained a pulse and the rapid pacing was discontinued. The procedure was completed with the successful implantation of the closure device. The patient remained hospitalized and intubated due to acute hypoxic respiratory failure. It was further reported that prior to the onset of asystole st changes with transit hear block occurred. In (B)(6) 2023 the patient was extubated on a high flow nasal cannula and was transferred to hospice care.